Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6), 2012 after the use of the product.

Manufacturer narrative:
This medwatch report is associated with MDR #1225714-2013-00505.